Event description:
A customer in (B)(6) notified biomerieux of discrepant results associated with vitek® 2 ast-n215 test kit (reference (B)(4)). The customer obtained meropenem false resistant during an ecdl (eucast development laboratory) quality control when testing an e. Coli strain with vitek2 ast-n215 card. The e. Coli strain came from the ecdl and was tested twice with ast-n222 card, giving mic >= 16, interpreted as resistant when using the eucast breakpoints. The strain was also tested with etest, giving mic= 0.5, interpreted as susceptible with eucast breakpoints. The expected result given by ecdl was mic=1, susceptible. There is no indication or report from the customer that this event led to a delay of results of impacted the patient's state of health. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
Biomérieux investigation was conducted in response to a false resistant meropenem (mem) result in association with the vitek® 2 ast-n215 card for a strain of escherichia coli. Identification of the submitted organism was confirmed via vitek 2 gn ID card as escherichia coli. The customer used mck subcultures. Internally for the investigation, tests were performed with cba (cos bmx) and macconkey (mck bmx) subcultures and reference methods (bmd) were performed with cba (cos bmx) subculture. Investigational ast testing included one ast-n215 (1) card from the customer lot (6150520203 cl) and one (1) card from a random lot (6150741403 rl). The reference method (broth microdilution) was also performed. - broth microdilution (bmd) which is the method used for meropenem development obtained meropenem mic = 2 mg/l (susceptible). - vitek 2 ast-n215 card obtained meropenem mic(s) >= 16 mg/l (resistant) for both lots tested whatever the media used. The false resistant meropenem customer result was reproduced internally for the submitted isolate. The investigation concluded the submitted escherichia coli isolate to be an atypical strain.